Event description:
It was reported that the superior vena cava coil of the right ventricular lead had high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 lead, implanted (B)(6) 2013; 4076 lead, implanted (B)(6) 2012. (B)(4).